Manufacturer narrative:
Load cell. Missing side rail.

Event description:
It was reported by service report that the scales are inaccurate and a siderail is missing. No pt involvement or adverse consequences are reported.